Manufacturer narrative:
(B)(6). The device was visually evaluated under magnification, and the break site is deformed. The damage is consistent with excessive force applied to the device resulting in a break. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the case for this device failure was excessive forces were applied to the instrument, causing a result in failure. The failure mode is confirmed, and the root cause is attributed to user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional was attempting a micro fracture and the top of the pic broke off. Healthcare professional managed to retrieve the broken tip from the patient¿s joint. The case was a small joint (foot) micro fracture which was successfully completed with an available backup device after a slight delay. There were no reported patient injuries. No other complications were noted.